Manufacturer narrative:
Device received with constant no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due constant no motor movement or negligible movement. Retries to free a stuck motor failed error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no motor movement or negligible movement. Retries to free a stuck motor failed. The patient¿s blood glucose level was 150 mg/dl at the time of the incident. Customer stated they are not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.